Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the MFR will review the lot history records. If the tube is returned and failure investigation results provide new or significant info, a follow-up report will be submitted.

Event description:
The company received a report where the customer claimed that a size 6 low pressure cuffed tracheostomy tube would not hold air in the cuff during pt use. Replacement of the tube was required. The tube was replaced without incident.